Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified. The technical support initiated to request for unit log file. Investigation still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000e proximal flow measured is higher than flow delivered active alarm while connected on a patient. It was confirmed that the spo2 level went down, necessitating the transfer of the patient to a backup ventilator. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: the root cause was suspected due to the defective iflow 200 s single-use proximal flow sensor. The flap of the sensor was bended but the exact root cause is undetermined.